Event description:
It was reported that during a da vinci-assisted surgical procedure, a bipolar instrument was stuck on arm 1, inside the patient. The clinical territory associate (cta) had the customer use a small tool and insert it into the two sides of the instrument to try and dislodge the instrument. The instrument came off of arm 1, but they could not bring the instrument out of the patient's anatomy because the instrument was broken. The customer was concerned about damaging tissue when removing the instrument from the patients anatomy, but was able to move the broken part of the instrument and remove it. The customer stated they would return the instrument and replace the drape on arm 1. Follow-up was performed on 04/06/2022 with the site's da vinci coordinator and additional information was obtained about the complaint. The procedure was completed as planned without any harm or injury to the patient. The surgeon was not straightening the wrists of the instruments before removing them through the cannula. The instrument that encountered the issue were confirmed to be a force bipolar. The staff was able to remove the instruments safely without enlarging the port site. There was no arcing observed, and no fragments fell from the instrument into the patient's anatomy. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The force bipolar involved with this even has not been received for failure analysis. As a result, the root cause of the reported issue cannot be confirmed. If the product is returned, or if additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history revealed no additional complaints for this product. A log review was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon, procedure name/category, and use of reported instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed that the force bipolar instrument (n13210719-0064) has not been used again since the procedure date. The instrument had seven uses remaining out of a total of ten uses. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw being dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.